Manufacturer narrative:
(B)(4). Internal cross reference: complaint (B)(4).

Event description:
In this case, during replacement of the x-ray tube, the philips field service engineer (fse) discovered that the top few threads of the left, rear helicoil insert for the x-ray tube mounting bolt were damaged. The fse confirmed that there was no harm to a patient, operator or bystander.

Manufacturer narrative:
On (B)(4) 2016, a new CT system was delivered to the customer. The ingenuity CT system with the damaged helicoil has been removed from service.

Manufacturer narrative:
(B)(4). On 06-feb-2015, during the installation of a new x-ray tube, a philips field service engineer (fse) reported that the top few threads of the left, rear helicoil insert for the x-ray tube mounting bolt was damaged. This occurred on an ingenuity CT system. The fse confirmed that there was no harm to a patient, operator or bystander. The customer stated that the previous x-ray tube had been installed by a third party service provider which resulted in damage to the threads of the left, rear helicoil insert. The third party service provider installed washers underneath the bolt in order to tighten the bolt as specified. The philips fse installed the new x-ray tube using the same bolt and washers as installed by the third party service provider. On 28-sep-2015, the secondary philips fse visited the site and discovered that the left, rear mounting bolt was no longer in place leaving the x-ray tube secured by only 3 of the 4 bolts. On 01-dec-2015, a philips field action team mechanical engineer (fatme) investigated the issue and confirmed that the thread insert was damaged resulting in the improper installation of the securing bolt. At the time, the fatme reported that a repair further damaged the insert so that the fourth bolt would not be able to be installed reducing the bolt count from 4 to 3. CT engineering analysis determined that the safety margin of the resulting installation was reduced below the required minimum at that time. On 04-dec-2015, a philips marketing business manager (mbm) confirmed that he spoke with a representative from the customer site. The mbm discussed the safety risk and advised him to stop use of the system. On 05-feb-2016, a philips project manager confirmed that the 4th mounting bolt has been replaced by philips service and was torqued to specification. The x-ray tube is now secured into the system as specified resulting in the system meeting the minimum safety requirements. This issue was the result of an improper repair performed by a 3rd party service engineer. Therefore, this issue was not the result of a system malfunction. There is no patient, operator or bystander involvement when the system is being serviced. CT engineering investigation of this issue confirmed that there was no malfunction of the CT system. This issue was the result of a use error by a 3rd party service provider. Philips service replaced the 4th bolt and torqued to specification. The cause of this issue is a third party service provider damaging the threads that hold the securing bolt in place while changing the x-ray tube.